Event description:
It was reported that during an unrelated procedure, the right ventricular lead was difficult to be removed and there was issue with the implantable cardioverter defibrillator header when removing the lead. The lead was capped and the device was explanted. The new system was implanted successfully. The patient was doing fine throughout the whole procedure.

Manufacturer narrative:
The v-tip septum and setscrew was removed and not returned for analysis. The device was tested on bench and no anomaly was found.